Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. The customer went to the emergency room (ER) with a blood glucose (bg) level of 521 mg/dl. The customer attempted to treat their bg with a bolus via pump, however, was treated with intravenous fluids of saline and insulin in the ER. Customer was released the same day with issue resolved and no permanent damage.